Manufacturer narrative:
(B)(4). The driver was returned for evaluation. The tip of the driver has broken off. The break at the tip appears to be the result of overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was found that the tip of the driver has broken. No patient complications were reported.